Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), and is suspected of having a conductor fracture. The rv lead remains implanted. No adverse patient effects were reported. New information was received that surgical intervention was performed, and this rv lead was explanted due to suspected rv lead conductor fracture, insulation issues, high, out of range pacing impedance (greater than 3,000 ohms), and high thresholds. The implantable cardioverter defibrillator (ICD) device was explanted and replaced during the lead revision as it had reached elective replacement indicator (eri) . A new rv lead and implantable cardioverter defibrillator (ICD) device were implanted. The rv lead is expected to be returned for analysis, the (ICD) device was discarded and will not returned. Besides surgical intervention, no adverse patient effects were reported.